Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and there was blood leakage in the hemostatic valve. It was reported that during the operation, blood leakage was found in hemostasis valve. A new device was used to complete the surgery and there was no patient injury reported. Additional information received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There was approximately 10ml of blood loss occurred and a xinnuopu needle was used for transeptal.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and there was blood leakage in the hemostatic valve. Device evaluation details: on 13-jan-2026, the device manufacture date was received. The date has been added to field h4. Additionally, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was missing from the irrigation hub and the shaft was bent. Afterward, a dilator sample was introduced into the sheath, but no valve was detected. This type of failure is not related to the manufacturing process since the manufacturer has four process controls in place to prevent a device without a hemostatic valve from reaching the end customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The missing hemostatic valve could be related to the hemostatic valve leak issue reported, the customer complaint was confirmed. The potential cause of the separation of the valve and bent shaft could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).